Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from customer biomed reporting a cooling fan speed error on the v60 ventilator. It is not known if the device was in clinical use. There was no report of harm. There was no patient impact reported. The device did not meet full specification for intended use and was returned to use with limitation as accepted by the customer. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue in review of the device event log. The rse reported the cooling fan speed is less than 2000 revolutions per minute (rpm) and that fan overheating was possible. The rse advised part replacement of the cooling fan and fan guard. This investigation is ongoing.

Manufacturer narrative:
H10: the customer canceled onsite service and ordered the parts to be installed by the bme. The source system case was closed as issue resolved. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.